Event description:
It was reported that the colonovideoscope had a e216 scope communication error and a e117 error code occur during inspection of use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects, image snowflake. A root cause could not be identified. Based on the results of the investigation, scope communication error e216 may have occurred due to circuit board damage which was due to water ingress inside the scope connector. The most probable cause for the malfunction could not be identified. The event "nozzle has foreign objects" can be detected/prevented by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.